Manufacturer narrative:
Results: the distal portion of the returned cat8 was ovalized starting at approximately 98.0 cm from the hub. The cat8 was also ovalized approximately 40.0 cm from the hub. Conclusions: evaluation of the returned cat8 revealed an ovalized region on the distal tip. This flattened region may have been due to improper handling during use. If the device was forcefully gripped when advancing through the sheath valve, damage such this may occur. Further evaluation revealed an ovalization of the catheter mid-shaft. This damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral vein using an indigo system aspiration catheter 8 (cat8). During the procedure, while in use with a sheath, the physician noticed that the cat8 would not aspirate; therefore, it was removed. Upon removal, it was noticed that the tip of the cat8 had collapsed. The procedure was completed using an indigo system aspiration catheter d (catd), another cat8 and the same sheath. There was no report of an adverse effect to the patient.